Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2016-01431 & 01433 & 03222).

Event description:
During a hip revision procedure, multiple instruments fractured during removal of the femoral component.